Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 503 mg/dl while wearing the pod between 1 and 4 hours. No specific symptoms reported. The patient was treated with IV (intravenous) fluids and insulin. The patient was released within 5 hours. The patient reported being unsure if the cannula was properly inserted into the infusion set. The pod was removed at home and discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.